Event description:
User allegedly had a meter that "wouldn't work." The pharmacy replaced the user's meter. Pharmacy also replaced strips because the user's readings were "high." Customer service sent a replacement to the pharmacy.